Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had a motor vehicle accident related to low blood glucose (bg) levels. The patient's sensor had expired and they did not have another one to replace it with. The patient experienced hypoglycemia, their bg levels dropping to less than 70 mg/dl. The patient loss consciousness whilst driving resulting in hitting two cars and a pole. The patient reports they have 'hypoglycemia unawareness' so did not treat themselves. The patient was transported to hospital via ambulance and was admitted for 6 days.